Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flow rate sensor of the insufflation unit failed, causing the air flow to differ between the set value and the measured value. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h4, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that damage to the electro-pneumatic proportional valve unit has caused the flow rate to lose proper control. However, the definitive root cause of the event could not be identified. The event can be prevented by following the instructions for use (IFU) which state: [6.7 storage of the high flow insufflation unit, foot switch, cylinder hose and medical gas pipeline adapter] hitting the equipment with an object or handling it violently may cause malfunction. Always handle the equipment carefully. Olympus will continue to monitor field performance for this device.